Event description:
The custom tubing pack was opened in an urgent situation and once set up the team at sharp noticed a kink in the tubing and believe it was a packaging issue. The issue was resolved by taping a small wooden splint to keep line straight. The packaged in the tray had a kink in tubing which restricted flow. Used two tongue blades to splint so it did not kink up again.

Manufacturer narrative:
The device has not yet been returned to maquet cardia surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).